Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. Patient blood glucose level reported was high.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.